Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-01911. It was reported the patient underwent a procedure to implant 2 drg leads. During the lead placement, the physician suspected a cerebrospinal fluid (csf) leak occurred. The physician performed a blood patch and completed the procedure. Patient is doing well and was discharged to home.